Event description:
Procedure type: lap cholecystectomy. According to the reporter: a pin from the foam fixation collar disengaged, but it is unk when this occurred. It is believed that this occurred prior to opening the package. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/19/2007.